Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient had a poor communications screen on their patient programmer (pp) and they were unable to communicate with their recharger (insr). It was reported that the patient last felt stimulation a month or so ago and it was unknown when their last recharging session was. It was reported that the reason the patient was not charging their device due to unrelated medical issues. The patient was redirected to follow-up with a healthcare provider to address a possible overdischarge. It was reviewed the importance of keeping the ins charged to maintain therapy. It was reported that the event occurred a week or so ago ((B)(6) 2017) and no symptoms were reported. The patient was provided with a list of physicians as they reported not having a managing physician. Additional information was received from the manufacturer representative. It was reported that the representative met with the patient last week to do a physician mode recharge (pmr) and had to do 2, but they were not able to make it through the second since they had to leave the room. The representative reported that before the patient left the office, the insr had flipped over to a normal recharging session but they did not mention seeing a power on reset (por) message. The representative sent the patient home to continue charging and the patient¿s son sent the representative a picture of the normal recharging screen and they indicated the device had charged to full. The representative was meeting the patient on the day of the call to clear the por and reprogram but now none of the external devices are communicating with the ins, including the patient programmer. The representative initially mentioned that the patient may have had a previous overdischarge but then later in the call said patient definitely had 2 previous overdischarges. The reason charging was not maintained was patient non-compliance and that the patient had gotten lax about charging. The representative was instructed to continue recharging and to clear the por as soon as the ins was 25% charged. It was reviewed that the ins likely dropped back into overdischarge. It was reviewed that the ins can act erratically and deplete quickly following an overdischarge, especially if this is not the first overdischarge. It was the suggested that they do another pmr, clear the por and they may be able to resume therapy. It was reviewed that if this was the third strike, they should be able to recover ins and clear por but then device will go to end of service (eos).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that another trickle charge session had been started. The patient was scheduled to meet with the representative on (B)(6) to evaluate whether the patient was able communicate with the programmer and establish therapy, if the recharger had recharged the battery.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the por was cleared and they were unable to get effective therapy. All programming on the leads led to stimulation high in the back and ribs. Impedance check showed contact 8, 11, and 12 at >10,000. The patient said she took a pretty bad fall about a year after the device was implanted in (B)(6) 2015. At that time, approximately (B)(6) 2016, she stopped using it and stopped charging the device. The representative suspected the leads were not in the original location. They did not have x-rays ordered or done on the date of the call to confirm this. At this time, the patient does not want to pursue a revision.